Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified external left iliac artery. After an 8x80 non bsc stent was implanted, a 6.0-40, 80 wanda¿ balloon catheter was used for post-dilatation. However, the balloon ruptured on the 1st inflation at 8 atmospheres for 60 seconds. The balloon was removed from the patient and pinhole rupture was found. The pinhole rupture was suspected to be caused by contact with the stent's edge. The procedure was completed with a 6x40 non bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).